Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous battery longevity check. No surgical intervention has been performed at this time to explant. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous battery longevity check. No surgical intervention has been performed at this time to explant. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker battery appeared to be depleting prematurely based on previous battery longevity check. No surgical intervention has been performed at this time to explant. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.